Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-03420. One of the leads was previously explanted on (B)(6) 2016 (reference MFR. Report: 1627487-2016-02871 and 1627487-2016-02873). The manufacturer is unable to determine which lead was explanted thus both leads are reported. It was reported the patient was unable to adjust stimulation. Lead diagnostics indicated multiple high impedances and reprogramming was initially able to resolve the issue. Follow up information identified the patient is no longer receiving effective stimulation thus surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-03420. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the leads were removed and replaced. Postoperatively the patient was receiving effective stimulation.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-03420.